Manufacturer narrative:
(B)(4). The exact date of the event is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 32 mm in diameter and 20 mm in length. The aortic neck angulation is 15 degrees with mild vessel tortuosity and calcification. It was reported the talent bifurcate stent graft migrated distally approximately 80mm into the aneurysm sac with a proximal type I endoleak. The physician relined the entire talent stent graft with an endurant bifurcated stent graft, two iliac limbs and aptus endoanchors that were successfully implanted. The migration and proximal type I endoleak were resolved. Per the physician, the cause of the event was due to lack of active fixation. No additional clinical sequelae were reported and the patient is fine.